Event description:
Clinical study patient mr 02-07. Study name is unknown, however, it was reported that this is not a boston scientific clinical study. It was reported that seven hours after a coronary drug eluting stenting treatment procedure, a dissection was noticed. The patient had stent placement in the left anterior descending (lad) and in the short first part of the left coronary artery (lca) at the ostium of the lad. (From the information received, it is unclear where this stent was implanted. Additional information has been requested). The patient was then transferred to the cardiology ward. Seven hours later, the patient experienced a recurrence of chest pain with st segment depression in leads v2 and v3. Emergency angiography showed a sub-occlusive dissection of the circumflex (cx). This was treated by implanting three stents in the cx. Then the first short part of the ostial lca was dilated and another stent was implanted. It is unknown what type and size stents were implanted. The patient received integrilin. This procedure was complicated by hemorrhaging at the insertion puncture site, which led to an increase in the intra-left ventricular (lv) pressure gradients. There was no myocardial necrosis. The patient was discharged to home four days later with medications to include kardegic, plavix, tenormine and lipur.

Manufacturer narrative:
The complaint source confirmed that the product had been disposed and no analysis was possible. The manufacturing records for top assembly batch 8228700 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties stated in the complaint could not be determined.